Manufacturer narrative:
The hospital biomed inspected the unit and decided not to repair it and retired the equipment. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 8/3/1206 email, 8/4/2016 phone call, 8/5/2016 email. Report source other (B)(4). Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that, during a procedure, the unit alarmed for "o2 disconnected", then the display went blank and shut down. There was no reported patient injury.